Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n161606032, implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The manufacturing representative later reported the patient began experiencing withdrawal symptoms shortly after the pump implant (implant (B)(6) 2015); the specific symptoms and start date of the symptoms was unknown. Troubleshooting was performed (an x-ray was performed and bolus dose was given), the physician could not identify the cause ( no results showed a specific issue) the physician decided to replace the catheter as well as the pump and a successful revision of the entire system was performed on (B)(6) 2015. During the revision, there was what appeared to be "dirt" or "grit" in the catheter mixed with the medication/cerebrospinal fluid. The liquid was darker in appearance. The physician believed it may have been a reaction with the medications, and chose to replace the entire system to be safe. There was no evidence that the pump wasn't working, but the physician still wanted to replace it and have it sent for analysis to make sure. The issue was noted to have been resolved at the time of this report and patient status was "alive - no injury". Drug delivered; baclofen (concentration 700mcg/ml, dose 130.34mcg/day). Morphine (concentration 15mg/ml, dose 2.793mg/ml). Bupivacaine (concentration 15mg/ml, dose 2.793mg/ml). No patient outcome was reported regarding this event. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Analysis of the pump (B)(4) revealed no anomaly found. Analysis of the catheter (B)(4) revealed no significant anomaly; there was a dried drug, blood, or foreign material occlusion in the catheter body.

Event description:
Additional information was received from a company representative indicated a rotor and dye study were performed (dates and results were not provided). The patient experienced a gradual loss in therapy. The reason for the catheter removal was "grit" in the medication. The patient's status after device removal was recovered without sequela and there was no patient injury.

Manufacturer narrative:
Concomitant medical devices: product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that a patient was having significant withdrawal symptoms. The health care provider (hcp) could not aspirate the catheter at the time of the pump replacement. It was noted that a back table prime was performed. The hcp was not sure if he wanted to do a dye study. The patient was experiencing increased pain. It was unknown if the symptoms/change in therapy were sudden of gradual but it was noted that the patient had gone to the emergency room (ER) a few times. The event logs were checked and showed no alarms or events. An x-ray was performed but the hcp was unable to determine if there was an issue with the catheter or not. The reservoir volume had not been checked with this pump. It was noted that the patient had cellulitis around the pump. It was kind of "boggy/squishy" around the pump. The patient was stable and doing well prior to having the pump implanted. The pump was infusing baclofen (unknown), bupivacaine, and an unknown drug. No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.